Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reporte that the bd insyte¿ autoguard¿ bc shielded IV catheter had a hole and was leaking. The following information was provided by the initial reporter: "catheter has a hole in it and it was leaking."

Event description:
No additional information.

Manufacturer narrative:
Investigation results: received one photo and 2 unsealed units of a 22gx1.00in insyte autoguard device from lot 3249704 for the investigation of this complaint. The photos on the units appear to be the returned physical samples. A gross visual inspection shows that both units have been used. One unit does not have the catheter whereas the other unit does. The unit with the catheter was tested for leakage. Leakage test was performed and water was observed escaping from under the nose of the catheter adapter. Damage under the nose of the adapter is unlikely to occur in the clinical environment as it requires the clinician to completely withdraw the needle and re-cannulate. The damage observed has the shape of the half circle indicating a cut in the tubing. This type of damage may occur during the swage process; when the tubing is placed over a pin, it may get pinched or nicked. Misalignment may result in the pin piercing the catheter tubing also. Operators perform sampling for swage depth and flare depth per the quality plan. Additionally, per the quality control plan, inspections for damaged adapter/catheter tubing are performed periodically during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of catheter defective/damage and leakage was confirmed. Probable root cause conclusion(s): manufacturing.